Manufacturer narrative:
The field service engineer (fse) checked the wash station, sample, and reagent probes, made probe adjustments via the wash fountain, adjusted the cuvette fill levels, checked for potential residual liquid in the cuvettes, and checked the hose system for leaks. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial calcium result was 1.57 mmol/l. The first repeat result was 2.59 mmol/l. The sample was repeated again on another analyzer and the result was 2.51 mmol/l. The initial result was not reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number is 690455. The expiration date was requested but not provided.

Manufacturer narrative:
Based on the available data, general reagent issues could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.